Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Infusion set was changed and insulin delivery was resumed. Customer's blood glucose was over 200 mg/dl. As event occurred in the past, a cause of the occlusion could not be determined.